Event description:
It was reported during remote follow up that p-wave sensing amplitude dropped significantly. Dislodgement was suspected. No intervention was done. The patient was stable and asymptomatic.